Event description:
The user facility reported leakage in the capiox sx10 device. Follow up communication with the user facility reported the following information: during priming, the perfusionist found liquid flowed out from the gas outlet; it was checked and confirmed that the leak was in the connection of the blood outlet just above the gas outlet; and there was not patient involvement.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any damage which could have contributed to the reported leak, in its appearance. The actual sample was built into a circuit with tubes. Saline solution was filled and circulated in it with a roller pump at the flow rate of 4l/min. And the back pressure of 300mmhg for 6 hours. No leak was confirmed. The gas out port was removed and the blood pathway was filled with saline solution, where a pressure of approx. 2.0kgf/cm2 was applied for 6 hours. No leak was confirmed. A review of device history record of the involved product/lot# combination confirmed there was no indication of production-related problem. A review of the product release decision control sheet confirmed there was no discrepancy in the inspection/test results. A search of the complaint fire found no other report of this nature with the involved product code/lot#. Although the exact cause cannot be determined based upon the available information, there are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. The investigation results verified that the actual sample was the normal product. However, there is no indication that the reported event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use with statements such as; "do not use an oxygenator that leaks. Replace it with another capiox sx10 oxygenator." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).